Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10 an event of the device deforming in a cobra shape upon deployment was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021 a 10 mm amplatzer septal occluder was chosen for procedure. During procedure, while the device was being deployed out of the sheath, inside the patient, the device presented with a "cobra" shape. The amplatzer septal occluder was exchanged with a new 10 mm amplatzer septal occluder, the procedure was successfully completed. No patient consequences.